Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, and multiple remote restart attempts did not resolve the alarm; the user transitioned to multiple daily injections and continued cgm use while awaiting a replacement. Symptoms included no adverse clinical effects, with reported blood glucose within normal range at the time of the call. Outcomes included temporary interruption of pump therapy and reliance on backup insulin therapy. Investigation included review of device performance through troubleshooting guidance and operational restart attempts, as well as coordination for device return. Investigation of this device revealed a suspected motor drive malfunction consistent with a pump mechanical stall; data on the device could not be transferred and the device required shutdown to prevent further alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor assembly and associated drive mechanism.